Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that on (B)(6) 2019, the patient's grandkids were climbing on them and when they got to a certain spot they felt a buzzing in their left buttocks. Then, on (B)(6) 2019, the patient started noticing the ins was "charging too fast and they didn't like that." On (B)(6) they had charged for a little bit before the screen showed the ins charge sufficient icon. On (B)(6), they charged for "9 minutes" and then the ins was full. On (B)(6), they went to charge but the ins charge screen showed that the ins was charged already. The patient noted that the ins battery icon on the top row was empty; it did not have a lightning bolt in it. Patient services asked if the patient had stimulation on or off since (B)(6), but the patient didn't know if the stimulation was on or working or not working. They were redirected to see their doctor. The patient confirmed they did have an appointment with their physician on (B)(6) 2019. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that no device issue was noticed after an hcp checked the ins. The issue has not been resolved. The patient said they thought the ins was stuck. They called the manufacturer on a weekend and talked to a tech, but they couldn't tell the patient what to do. The patient waited for their appointment with the hcp and talked to a tech there who told the patient to turn the ins off until the next appointment. No further complications were reported.